Event description:
It was reported that during the laparoscopic gastric bypass procedure, midway through the case, the doctor was at the jejunojejenostomy, had stapled the messentery and used the harmonic instrument to continue cutting the messentery when he went over the staple line. The error code "instrument" went off on the generator. Could not stop the error even through the diagnostics. Pulled a new instrument to complete the case. No patient consequence. The device will be returned.